Event description:
It was reported that the ventilator failed multiple pre-use check failures and generated a technical error code. There was no patient harm. Manufacturer's ref #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple pre-use check failures and generated a technical error code and. The ventilator was investigated by our field service engineer on site and the nozzle unit was determined defective and replaced which solved the issue. No log files have been provided and the replaced nozzle unit have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.